Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 6347974. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted (B)(4) that did not pertain to the complaint. Occurrence: a complaint history check was performed and this is the 3rd related complaint for needle hub separates and the 1st related complaint for thumbpress missing on lot # 6347974. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates, thumbpress missing ) was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle hub had partially separated from the bd ultra-fine ii¿ insulin syringe during use. Additionally, it was reported that another syringe's thumb press had broken off and was missing. The following information was provided by the initial reporter: "consumer reported that the needle hub is partially detached from the syringe, stated that it is hanging at the side of the syringe. Also reported that the thumb press is missing from the plunger rod on a different syringe."